Event description:
Caller from inform system user facility reported patient blood glucose results: 12:08 281 mg/dl 12:09 120 mg/dl 12:15 110 mg/dl there was no report of adverse effect to the patient based on the meter results. A request was made for the return of the meter, strips and controls, replacement sent.

Event description:
Customer reportedly received results of over 200 mg/dl and 108 mg/dl within 10 minutes on the advantage system. Meter was not coded correctly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.